Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular as well as the right atrial leads exhibited a lead safety switch and noise. This patient also stated she was feeling dizzy as a result of her issues with her leads. To date, there have been no additional adverse patient effects reported. New information was received that the entire system was removed due to clavicular crush. At this time the product remains in service. If additional information becomes available this report will be updated as necessary. The date of system explant was not provided. Due to the conflicting information in the event description, it is unclear if this lead is still in services or not.